Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 130, motor noise anomaly and audio/vibrate anomaly noted during testing. No error 63 found in history file. The motor was tested outside of the device and passed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump make noise when rewinding, also had insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer was performed self test and it was passed. Customer stated insulin pump repeatedly make noise when rewinding. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.